Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. Additional device analysis was performed. The visual inspection which did not reveal any findings believed to have contributed to the alleged deficiencies. The device was then reloaded with staples and a test washer was placed in the anvil. Firing of the device completely cut the test media and washer and fully formed staples. The condition of the original washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 01/12/2021. D4: batch # n56l9r. H6: component code = mechanical (g04). H6: health effect - clinical code = gastrointestinal system (e10). Additional information was requested, and the following was received: a 57-year-old male had underwent hartmann procedure for obstructing recto sigmoid cancer and was planned for reversal of colostomy on (B)(6)2020. During the colostomy reversal, a colorectal anastomosis was attempted using ethicon manual circular stapler. The circular stapler misfired. The device was able to deploy the firing trigger but did not perform a complete anastomosis. After firing, the device could not be retrieved even after opening the device. The edges of the anastomosis were seen to be incompletely stapled with a significant leak. The partially performed anastomosis had to be manually divided to retrieve the device from the anus. More rectum had to be divided to safely perform the colorectal anastomosis and the anastomosis had to be performed deep in the pelvis in an interrupted hand sewn fashion. Since the anastomosis now have to be performed at/below the peritoneal reflection, we had to perform a diverting loop ileostomy. On back table examination the doughnuts were not complete and there was a protruding central metallic part/cutter in the circular stapler, suggesting of misfiring/breaking of the stapler. The additional information requested is as below. 1. What were the indications for surgery? A 57-year-old male had underwent hartmann procedure for obstructing rectosigmoid cancer and was planned for reversal of colostomy on (B)(6)2020. 2. It was reported that the surgeon had to complete a different procedure. What procedure was done? Due to misfiring of the stapler, patient underwent hand sewn colorectal anastomosis deep in the pelvis and a diverting loop ileostomy to protect the anastomosis. The diverting loop ileostomy could potentially been avoided. 3. Did the patient receive any preoperative chemotherapy or radiation? Patient did not receive preoperative chemotherapy or radiation. Patient is planned for adjuvant chemotherapy once he heals from the ileostomy reversal. 4. What is the assistants experience with the cdh33a device? The same assistant has been using ethicon manual circular stapler with me for the last 6 years and is comfortable and competent in using the stapler. 5. If new to this device, was any in servicing done with the assistant prior to the procedure? As described above, the assistant has been using the circular stapler with me for the last 6 years and with the other surgeons before that. 6. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle. 7. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. 8. Was the device difficult to fire? The firing trigger of the device was able to compress well without any resistance but both the assistant and myself noticed that the normal crunching sound that comes with firing of a circular staple was not heard with this device. 9. Did the healthcare professional receive audible & tactile feedback when firing the device? The normal audible and tactile crunching sound/feedback was not heard/felt with this device. 10. Were the donuts inspected? If so, please describe. The doughnuts were examined on the back table and were incomplete. The edges of the anastomosis were also open. We had to divided the whole anastomosis and the bowel edges to retrieve the stapler from anus. 11. Was a complete transection of the white breakaway washer visually confirmed? I am not sure what is meant by white breakaway washer? I did notice there was a circumferential metallic cutter which was protruding out of the edge of the circular stapler. On pressing the firing trigger on back table, the metallic part was coming out and seem to be broken. 12. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. As described above, the edges of the anastomosis were not complete and both the medial and lateral edges were not approximated with significant opening/discontinuation. The stapler itself was stuck within the anastomosis and could not be retrieved till we divided the anastomosis and bowel edge stuck between the anvil and stapler head. 13. Did the patient receive a colostomy? If yes, is the colostomy temporary or permanent? Patient received temporary diverting loop ileostomy as the colorectal anastomosis was done deep in the pelvis, was hand sewn and with further resection of the bowel edges we were worried about the vascularity of the anastomosis. 14. What is the status of the patient? Patient underwent ileostomy takedown and is recovering from the surgery. The additional surgery did delay patient's chemotherapy, who has now developed liver metastasis. Device analysis: the analysis results found that the cdh33a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? It was reported that the surgeon had to complete a different procedure. What procedure was done? Did the patient receive any preoperative chemotherapy or radiation? What is the assistants experience with the cdh33a device? If new to this device, was any in servicing done with the assistant prior to the procedure? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Did the patient receive a colostomy? If yes, is the colostomy temporary or permanent? What is the status of the patient?

Event description:
It was reported that during a low anterior resection, manual circular stapler failed to staple and cut. The assistant attempted to close the firing trigger and the surgeon did not hear the device crunch. The surgeon took control of the device and attempted to fire, and it did not. He adjusted the compression dial to attempt to close the device more, and it would not close or fire. The surgeon removed the device and could not complete the anastomosis as planned. The surgeon had to complete a different procedure. The surgery was delayed an unknown number of minutes.